Event description:
It was reported that the patient became obtunded and the hospital¿s critical response team was called. In evaluating the patient, it was discovered the patient had an implanted pump. A physician ordered to program the pump to minimum rate mode. The patient was also given narcan around the same time they updated the pump to min rate. The patient was no longer obtunded after the pump was updated. The patient was on 792.8 mcg/day. On (B)(6) 2015, the healthcare provider believed the patient was having withdrawal. The current symptoms included nausea, diaphoresis (sweat dripping off her face), hallucinations. The patient was distressed and seemed like she was having increased pain based on the hcp. The patient also had weird sensation in the abdomen, numbness on the inside, pain on the outside. Per the hcp the patient has been inpatient for a month for reasons not related to the drug infusion system. The hcp the day of the report was trying to program the pump back to simple continuous at 555 mcg/day. Patient outcome not reported. Further follow -up was being conducted to obtain information. If additional information is received a follow-up report will be sent. The pump was used to deliver fentanyl, hydromorphone, bupivacaine and baclofen.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).